Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, per received photo of the esheath liner delamination occurred. During a transfemoral case, the 16fr esheath ¿didn´t work as expected¿. After valve deployment of a 29 mm sapien 3 valve during removal of the delivery system from the esheath withdrawal difficulties were noted. It was reported that the balloon had resistance with ¿something in the esheath.¿ a decision was made to remove the delivery system and the esheath as a unit. No cutdown was needed and there was no injury to the patient. The patient¿s access vessel minimum luminal diameter (mld) measured 7.9 mm with moderate tortuosity.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Images were provided capturing the sheath during withdrawal along with 3mensio images of the patient¿s anatomy and images of the device post procedure. The images revealed the sheath position during withdrawal, patient anatomy (calcification and tortuosity), and condition of sheath after procedure. During the manufacturing process, the esheath undergoes processing and inspections. Per procedure, the sheath shaft is 100% visually inspected. During the final inspection, the esheath undergoes 100% inspection by both manufacturing and quality per procedure. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing. During pv, work orders are verified per procedure. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The lot number passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review was performed and no issues were identified that may have contributed to the reported event. A review of lot history revealed no other complaints for ¿sheath distal tip ¿ liner delamination¿. A review of the complaint history from march 2018 to february 2019 for the edwards esheath introducer set (for all models and sizes) revealed other returned complaints for ¿sheath distal tip ¿ liner delamination¿. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. The esheath IFU, commander IFU, device preparation manual, and training manual were reviewed for device preparation and use instructions related to the reported event. The procedural training manual provides factors for sheath removal. Remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. In addition, the procedural training manual instructs that the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint ¿sheath distal tip ¿ liner delamination¿ was confirmed based on imagery provided by the complaint site. No potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable complaint history, DHR and lot history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. As reported, ¿after valve´s deployment when the delivery system was taken out the e-sheath didn´t allow it to happen, it seems like the balloon had resistance with something in the e-sheath¿. Tortuosity in the access vessel may cause a non-coaxial alignment of the delivery system and the sheath tip during device withdrawal. As reported, the patient¿s access vessel was reported to be moderately tortuous. As a result, it is possible that the balloon could have been caught on the sheaths tip during withdrawal. The subsequent additional force and manipulation applied to overcome withdrawal difficulty could have contributed to the liner delamination. In this case, available information suggests that patient (tortuosity) and procedural factors (withdrawal difficulty) likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling inadequacies and no manufacturing non-conformances were identified during evaluation. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no pra nor corrective/preventative action is required.